Event description:
A balloon at 10 atms following multiple inflations and stent deployment during a left profunda angioplasty of a calcified lesion. During withdrawal of the balloon catheter through the sheath, resistance was encountered, and upon withdrawal, it was noted the balloon material had detached. The balloon material was not located. Another balloon catheter was used to succesfully complete the procedure without pt complications. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated 3.2 cm of the balloon material was detached circumferentially and was missing and not returned for eval. The distal bond was present. The shaft under the balloon was flattened from 22.5.cm from the distal tip. A kink was located 10.5 cm from the strain relief. The area of separation of the balloon was jagged. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated the overpressurization or use in a calcified lesion. It was indicated that this device was used in a calcified lesion as well as used to deploy another MFR's stent which in a non-indicated use of the device. This device displayed characteristics consistent with contact with a sharp external source, scratches on the remaining balloon material as well as a flattened shaft. Co believes the above factors contributed to this event and do not attribute it to the device. Co directions for use state: co balloon dilatation catheter are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesion of native or synthetic arteriovenous dialysis fistulae any use for procedures other than those indicated in these instructions is not recommended. If loss of pressure within the ballon occurs during inflation or if balloon ruptures during dilation. Immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."